Event description:
It was reported that "the catheter could be advanced through the sheath, but could only be withdrawn with great difficulty." There was no patient complications. No medical intervention required. The procedure was completed successfully. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one cath-lab sheath and dilator. Signs of use in the form of blood particulates were noted. The valve of the sheath was damaged and torn. There was damage to the dilator tip. No other defects were noted on the unit. Dimensional inspection of the valve seal was performed using the product drawing. The slits were torn but measurements were taken from the center up to the tears on the three slits. They measured at 0.58 mm, 0.56 mm, and 0.60 mm which are all below the specification limits. The outer diameter measured at 8.25 mm which is within specification limits. The valve thickness was 1.30 mm which was within specification limits. Device was functionally tested per the instructions for use (IFU). The dilator was inserted through the valve but experienced severe resistance and ultimately could not advance through the sheath. The sheath was flushed through sidearm without leaking and with the dilator in. A device history record review was performed and there was one relevant finding for the seal with lot number 14p23m0089. A non-conformace was created for the slits on the valve being too small. The IFU cautions the user "ensure dilator hub fully snaps into sheath cap." The customer complaint of the dilator being tight in the sheath was confirmed through investigation of the returned sample. Visual analysis revealed damage of the valve in the form of tearing. The dilator tip was also damaged. It's unclear when or how the tip damage occurred. Functional testing revealed that the dilator could not be advanced or removed in the sheath without severe resistance. Dimensional analysis revealed the slits on the internal seal were not within specification measuring at 0.58 mm, 0.56 mm, and 0.60 mm. Based on the customer report and the sample received, the root cause is supplier related. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the catheter could be advanced through the sheath, but could only be withdrawn with great difficulty." There was no patient complications. No medical intervention required. The procedure was completed successfully. The patient's current condition is reported as "unknown".